Manufacturer narrative:
Product analysis: analysis confirmed that there was a misalignment between the stylus and the pointer on the programmer screen. It was also found that the cable on the stylus was damaged, and the shielding was visible. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a problem even after a new calibration. The programmer has been returned for service. There was no patient involvement.